Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dtma1qq ICD; 6935m62 lead; 5076-52 lead; 429888 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shower bag had a broken clip. The shower bag was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The shower bag was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the shower bag revealed a broken snap hook/clip. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited, to wear and/or due to the handling of the bag. If information is provided in the future, a supplemental report will be issued.